Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the amo silver series lens injector system. The capsular bag tore and vitreous fluid was lost. A vitrectomy was performed and the original incision was enlarged, the damaged lens was removed, and the incision was sutured. The physician was unable to implant the backup crystalens due to compromised capsular bag (contraindicated). Another lens model was implanted successfully. The patient's postoperative vision is cloudy (worse than 20/40), but is healing. The patient is doing well.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.